Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was guided by technical support to inspect and replace the damaged o-ring on the cartridge, clean the pneumatic tap area, and successfully reload the cartridge onto the pump, allowing them to resume insulin delivery.